Manufacturer narrative:
Device not returned. No additional information was provided. This was determined reportable per edwards lifesciences procedures. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. No customer letter required.

Event description:
Reportedly, the ring was explanted at implanted and replaced with another device. No further details were provided. The device will be not returned (discarded).